Event description:
It was reported that the right ventricular (rv) pace/sense/defib lead had recorded variable normal to high pacing impedances from 370 ohms to 1616 ohms. Imformation was being requested on the possible cause. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated varying resistance/impedance and high resistance/impedance. The weekly pace lead impedance trend shows maximum right ventricular (rv) pacing impedance varying from a 332 ohm baseline to a 1000 ohm peak between (B)(4)-2009 and (B)(4)-2009. The daily pacing impedance trend starts increasing from rv pace=360 ohm on (B)(4)-2010 to 1616 ohm on (B)(4)-2010. One patient alert for out of tolerance subthreshold lead impedance was recorded on (B)(4)-2010. Corrected adverse event.

Event description:
It was reported that the right ventricular (rv) pace/sense/defib lead had recorded variable normal to high pacing impedances from 370 ohms to 1616 ohms. Information was being requested on the possible cause. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.